Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this event that happened in (B)(6). Problem: pt had a mr procedure. The pt was positioned supine with the head first into the magnet. She was planned for a neck examination with the synergy head/neck coil. Immediately after the examination two second degree burns appeared at the inside of the upper arm and the breast.

Manufacturer narrative:
Conclusion: summary of the investigation: there was no coil or cable in the vicinity of the burns. Spacer was used to separate the pt and coil cables, so sufficient distance was kept between cables and pt. Synergy head/neck coil was used for a neck examination. Burns appeared outside the scanning area approximately 25 cm below the shoulder. Some scans with high sar levels were performed. Pt was perspiring. The breast was lying on top of the upper arm with in-between only a think undershirt. It is unk if the thin undershirt possibly contained conducting or metallic materials. However, because the pt was perspiring the shirt was most likely wet. Conclusion: the conclusion is that the burns are most likely caused by skin-to-skin contact. Skin-to-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. The instructions for use already contain extensive warnings.